Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, discolored display and a cracked battery compartment. Evaluation also revealed that there was contamination under the up arrow and contrast buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Follow-up #1: date submitted ¿ 06/02/2015 correction:there was no evidence of contamination found under the keypad buttons.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display screen was dim, fading and discolored and the battery compartment was cracked. Unrelated to these issues, evaluation revealed that the audio bolus button was torn but the button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).